Event description:
The patient reports that she has had pain periodically since the surgery. The pain is not overwhelming but it does bother her. She has been having back pain on the right side and believes it may be attributable to her hip implant. She can't lay on her right side very long without experiencing pain. She has pain and difficulty when getting into her vehicle. She also notices that it hurts when she stands from a sitting position or just when she moves a certain way. She is undergoing physical therapy for her hip and back which is very painful. She states that she was unable to follow through with the physical therapy one day because of the pain in her hip. She has not yet seen her surgeon and will schedule an appointment soon.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.